Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. B3: date of event notification: 20-june-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bearing damage was suspected and a part of the bearing was removed when it fell into the surgical field. No patient impact reported. It was also reported that there was an intervention performed for extracting a damaged piece, which might be a bearing and no remaining pieces was confirmed with computed tomography scan at later date. It was also reported that the procedure was extended up to 5 to 10 minutes and the procedure was completed with backup product(s). On follow up it was confirmed that there was no patient impact, post operation.